Manufacturer narrative:
The specimens were serum. Qc prior to the event was within lab-established ranges. Qc after the event was not run prior to recalibration. A field service engineer (fse) cleaned and rebuilt flow-cell. The fse noticed that the co2 electrode was assembled incorrectly. The issue was corrected and performance verified.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high carbon dioxide (co2) results generated by the unicel dxc 600i synchron access clinical system for multiple patients. The results were not reported out of the lab. When the issue was noticed, the samples were repeated on a different instrument in the lab and those results were reported. The customer provided printouts from 8 samples. Of the 8, the difference in results for 3 of the samples was within the precision of the assay and is not included in this report. Patient treatment was not affected in connection with this event.